Manufacturer narrative:
Date sent to the FDA: 06/24/2021. Additional h6 component code: g07002 ¿ device not returned additional information was requested, and the following was obtained: how was the wound necrosis treated? Please specify. =>the suture was removed as much as possible. What is the physician¿s opinion as to the etiology of or contributing factors to these events ( necrotic wound and dehiscence)? =>the surgeon commented that the thick dermis and tension at a young age may have contributed to the tension on the suture. What is the patient¿s current status? =>the patient has been discharged from the hospital. The following information was requested, but unavailable: initial procedure date? What date did the patient present with dehiscence and necrotic tissue (# of post-op days)? It was reported that two stratafix sutures were used for long wound. Was only one stratafix suture broke? Was the wound re-sutured? If yes, what was used for re-suturing? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain and clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date? What date did the patient present with dehiscence and necrotic tissue (# of post-op days)? It was reported that two stratafix sutures were used for long wound. Was only one stratafix suture broke? How was the wound necrosis treated? Please specify. Was the wound re-sutured? If yes, what was used for re-suturing? What is the physician¿s opinion as to the etiology of or contributing factors to these events ( necrotic wound and dehiscence)? What is the patient¿s current status?" Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. Events were submitted via 2210968-2021-05058.

Event description:
It was reported that the patient underwent a mastectomy on unknown date and the barbed suture was used to suture the dermis. Tissue status was normal. At the start of suturing, the loop was fixed to the tissue. Back stitches were performed at least once before suturing was completed. During suturing, a loop fixation was performed on the tissue, and reverse stitching was also performed. It was reported that there was no defect or abnormality in this product before, during, or after surgery. After surgery, the wound was found necrotic and upper dermis dehisced. There were no particular stressors responsible for wound dehiscence. No culture was performed. There were no other relevant patient comorbidities/concomitant medications. The suture was removed as much as possible. The patient has been discharged from the hospital. The wound is in good condition, and adhesion of wound edges is good. Additional information has been requested.